Event description:
The consumer was going into the bathroom when she allegedly lost her balance and fell with the rollator, resulting in a cracked rib.

Manufacturer narrative:
Consumer was transgressing into their bathroom and while doing so, lost her balance and fell. Consumer alleges they had cracked a rib. Nature of complaint suggests a user error. MDR filed based on serious injury.